Manufacturer narrative:
Corrected information was provided in b2 and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the cardiac perforation/patient device interaction problem was determined to be patient condition related since the patients ventricular wall was extremely thin due to vsp. The cause of the thromboembolism was not determined due to insufficient clinical details. The cause of the low or blocked pump flow was determined to be patient condition related due to the perforation. The cause of the device in wrong position was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in an 82-year-old male patient. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery. During the procedure, there was a left ventricular (lv) perforation. A venous-arterial extracorporeal membrane oxygenation (va ECMO) was inserted and the patient was switched to ecpella. It was noted that the left ventricular wall was very thin due to ventricular septal perforation (vsp), and the impella was inserted into this area causing the perforation. Due to difficulty repairing the perforation, a do not attempt resuscitation (dnar) order was issued. After one day on support, the patient expired. The impella functioned at p-8 at 4.6l/min as intended. Cardiac perforation (including lv perforation) is a potential adverse event, and consistent with known device-related and patient-related factors, and/or can be attributed to user technique. The impella will be reported for death as related to the lv perforation.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
E050304, f2301, a150202, and a140508 added to h6. Corrected data: d4 serial number updated/corrected. The investigation is still ongoing.